Event description:
"The neurosciences units (nicu, sp 6-3) are currently receiving a substitute lumbar drain product (nl8508330) that contains a rigid metal connector piece instead of a flexible plastic connector found in the standard ld kit. This item connects the catheter to the drainage system and is suspected to be causing punctures in the lumbar drains, contributing to over drainage of csf. These safety events have occurred twice in the recent month and no patient harm occurred. Room 7120- patient turned, straight cathed, and ld drained from 1830-1850, bedside report given, and at 1920 handoff of drips and drain performed, rn [redacted name] showed rn [redacted name] the ld and the 2 points of ld being clamped. Rn [redacted name] asked about flap and if it seemed more sunken (slightly) and asked to be shown the metal piece that punctured the tubing the previous night (great catch!!!!). The patient was turned slightly to show the piece and rn noticed a large amount of csf drained onto the sheets. Immediately clamped drain with kelly clamp and app to bedside, nsg to bedside, determined sharp metal piece punctured the white rubber tubing (same situation that had happened the night prior). Plan to replace drain with nsg and go to CT head. Patient exam remained stable, opened eyes spontaneously and wiggled toes. [Redacted date] inquiry to site: is this practice related to the clamping the lumbar drain? Or is this metal clamp intended for clamping this specific tubing but actually punctured the tubing? If yes, does the clamp come on the tube or do we add it at the bedside? If product concern, asked for product ids. [Redacted date] response from site: I have been in contact with the product rep who says they are aware of previous issues with this connector and provided a form for me to complete (for reporting purposes). I feel that it should be reported." Manufacturer response for lumbar drain connector, lumbar drain connector (per site reporter) provided.